Event description:
Rptr wears a contact lens in right eye. Rptr is a student and studies late into the night. Rptr overused contact. Started with pain and redness in rptr's eye. Took out contact. The next day rptr experience more pain, photophobia, and decreased vision. By 830 at night rptr went to the ed. They misdiagnosed a corneal abrasion. The ed gave erythromycin ointment and sent rptr home. By the next day had increased pain mucous drainage from eye. Worsening vision. Rptr returned to the ed that afternoon. They then gave rptr antibiotic prescription by mouth rather than the recommended antibiotic drops for this condition. The ed said to see the ophthamologist in town in the morning. Rptr did not sleep all night. The mucous was now pus. The pain was so great and rptr had no vision in the eye. When they went to the ophthamologist the following day. Rptr was diagnosed with a sever corneal ulcer. Rptr was admitted to the hospital with eye drop administration every half hour. Despite the great efforts of all the corneal team. Rptr had to have an emergent corneal transplant. Rptr is now rejecting and will need another transplant. There are 2 issues here: 1. The lack of emergent care in getting to see a corneal specialist right away. Rptr did have photophobia which is not a symptom of abrasion but is of ulceration. The ER needed to refer quickly to ophthamologists, immediately and start some antibiotic drops. 2. The lack of knowledge consumers have regarding the risks of infection with contact lens wear. It appears as contacts have become increasingly popular, including non prescription lenses, consumers do not know of signs and symptoms of corneal infection. Are the bausch and lombs of the industry being regulated to print on the boxes of the contacts warning labels such as with cigarette? Rptr feels that the industry is making big money and failing to provide the true risks of contact lens wear. Or does the responsibility of consumer education rest on the shoulders of the dispensing optometrists. If that is the case, rptr feels then mail order should be banned.